Event description:
Caller reported that the t:slim x2 pump battery would not charge, and attempts to rectify the issue using different cables and adapters were unsuccessful. There was no adverse impact to the customer¿s blood glucose level. Technical support decided to replace the pump and provide one with updated software. The customer was instructed to use an alternate form of insulin delivery, mdi, until the replacement pump arrived. They were also guided on returning the faulty pump and informed about programming their settings into the new pump.